Event description:
It was reported to philips that the device¿s free space was low, preventing image acquisition. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field safety engineer visited onsite and confirmed the issue with ippc hard disk. Review of log file confirmed that the frontal ippc was malfunctioning. The engineer attempted to replace the hdd but failed. So, the engineer recreated the image storage and returned the system to use in good working order. There was an image disk full issue reported earlier and ippc hard disk has been replaced. The codes were updated based on the investigation outcome. Evaluation method code was corrected.